Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user returned the actual complaint device for investigation (lot 0503a01, manufactured march 2005). The manufacturer's investigation both clear cartridge holder engagement tabs broken. This malfunction can result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage: there is evidence of non-manufacturing damage to the clear cartridge holder. The damage is consistent with removing the engagement tabs by bending fatigue.

Event description:
This device case, which does not involve an adverse event, reported by a healthcare professional, who contacted the company with a product complaint, concerns a (B)(6) year-old asian male patient. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen ergo burgundy/clear pen body (lot 0503a01) with a clear cartridge holder attached was reported to have a plunger jammed. This humapen ergo burgundy/clear pen body with a clear cartridge holder attached was associated with complaint number (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) /2009. Initial examination found two broken engagement tabs. It was unknown if this humapen ergo burgundy/clear pen body with a clear cartridge holder attached was continued. Refer to results/conclusion. Update (B)(6) 2009: additional information received on (B)(6) 2009 processed with initial report.